Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator was not delivering the set pressure and the patient was hospitalized. The patient has recovered. The ventilator was returned to the manufacturer for evaluation. During the evaluation of the device at the manufacturer's service center, an issue was found with the device's power supply. The device's power supply needs to be replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator was not delivering the set pressure and the patient was hospitalized. The patient has recovered. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.